Event description:
I am incarcerated and I need to report a serious problem with a medical issue. I have had (3) three hernia mesh implants and had serious complications. The surgeries has taken place in (B)(6) hospitals in 1987, 1992, and 1994. I have had 2 fistula recently in 2004 and 2012. And a physician has brought to my attention that surgery for "repairment" is in need. I'm hurt. I would appreciate your advice to my situation. Thank you.